Event description:
Headache, stomach ache, injection site pain [injection site pain]. Case description: non-serious. This case, (B) (4), is a spontaneous report from the unites states referring to a (B) (6) male patient. The patient's mother reported this case. The patient's past medical history included cardiac murmur and hyperglycaemia. No concurrent illnesses, allergies or concomitant medications were reported. On (B) (6) 2001, the patient received nutropin aq (0.6mg, qd, sq) for growth hormone deficiency. The lot number for nutropin aq and the most recent date of administration prior to the event were not reported. The first puncture date of the lot number and the patient's prior history of exposure to the lot number were reported. On a date not reported, the patient presented with headache, stomach ache, injection site pain (injection site pain). The patient's mother stated that once in a while, he complained of a headache and stomach ache, which the mother always attributed to his staying up late. The mother requested a replacement nutropin aq pen. She said she "had the pen over two years", and she was advised of the two-year expectancy of the pain. She further stated that she used the active shield, and she "had broken off one of the knobs, and said that sometimes the injections hurt her son". The mother was stressing the importance of not using a shield which was broken. It was not reported if the patient continued or discontinued treatment with the lot number, although the mother was advised on the use of the passive needle shield and authorized a replacement pen through her sp. Relevant laboratory tests and treatment for the event were not reported. No action was taken with nutropin aq due to the event. At the time of this report, the event outcome was not reported. The patient's mother did not provide a causality assessment of the event injection site pain in relation to nutropin aq. No other suspected causes were identified. The report was forwarded to genentech product quality and assigned pcs (B) (4). Additional information has been requested.